Event description:
It is reported that the device was implanted in 1997. In 2006, it is reported that there is .5mm poly wear on the device. The pt has not been revised.

Manufacturer narrative:
Eval summary: the standard poly liner is implanted for approx 10 yrs. The device is still in-vivo and it appears from the complaint that the poly has worn by 0.5mm. Pt details like weight now and during implant, activity level, age, and build are not available. Cause cannot be definitively determined. Eval codes: no product x-rays were returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.